Event description:
The customer initially reported on (B)(6) 2025, the au5800 chemistry analyzer was auto-diluting high alanine aminotransferase (alt) patient results, the final result recovered with e flags. The customer technical specialist (cts) stated that the customer confirmed the high ast results recovered matched the patients¿ historical results. Note: per au5800 chemistry analyzer instructions for use, (pn a98352, current revision) flags - e: overreaction in a rate assay detected, f: result is higher than the dynamic range. On (B)(6) 2025, the customer called back stating false low creatinine (cre), aspartate aminotransferase (ast), and total bilirubin (tbil) results with g and e flags were recovered on patient samples run on the au5800 chemistry analyzer (pn b23280, sn (B)(6). Service was dispatched. There was no report of death or injury in connection with this event. The customer did not provide patient demographics. Note: per au5800 chemistry analyzer instructions for use, (pn a98352, current revision) flags - g: result is lower than the dynamic range.

Manufacturer narrative:
Beckman coulter field service engineer (fse) replaced the reagent syringe and the sample probe inner wash syringe to resolve the reported issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).